Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was very sick in (B)(6) and her blood glucose went up to 1100 mg/dl. She was found in a diabetic coma with a blood glucose of 33 mg/dl. She was hospitalized from (B)(6) 2014 to (B)(6) 2014. Customer's endocrinologist believes the high was due to customer having the flu. Customer was diagnosed with high blood glucose and diabetic ketoacidosis. She was wearing the insulin pump when hospitalized. Nothing further reported.